Manufacturer narrative:
Based on available info, medical determination is that a recurrence of this malfunction would be likely to cause or contribute to a serious injury/serious illness or death. The leak between the tracheostomy tube and the connector could compromise the pt's ventilation leading to serious consequences if not discovered in good time or if the trigger alarms fail to alert health care providers. Reported to the FDA on (B)(4) 2013.

Event description:
This complaint was identified during our retrospective review of complaints from our facility in (B)(6). Complaint received as follows: market country: (B)(6). Complaint description: the gap between the 15 mm connector and te tube shaft is so big that the air leaked from the gap. The air leakage ratio is about 1/3, out of the total air flow volume. Remove by the normal way. More clarification has been obtained in this case.